Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product for failure analysis investigation. The stapler logs for the stapler used in this event were reviewed and the following info was provided: logs show the stapler instrument was installed on the system 3x and fired 3 reloads (2 blue, followed by 1 white). On installs 1 and 2, the first clamps were successful, and the firings were both completed with no pauses for compression. On install 3, the first 5 clamps were successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. .

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the sureform 60 stapler instrument firing a white reload was dragging as the blade made the cut through tissue. The tissue push occurred during the ileocolic anastomosis on the ileum end and resulted in a serosal tear. The surgeon was able to incorporate the tear in the anastomosis. This event resulted in a less than 15-minute delay in the procedure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.